Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. No blood glucose level was provided at the time of the call. Troubleshooting was performed and the basal rates and settings in the insulin pump were correct. Ran a fixed prime and high pressure tests and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.